Event description:
Per home pt (hp), in setting up for an automated peritoneal dialysis (apd) therapy on home pt's homechoice machine, hp accidentally dropped the pt line of the homechoice set on the floor. In an endeavor to sterilize the pt connector, hp soaked the end of the pt line in alcohol. Hp then continued therapy using that homechoice set. Per hp, no pt injury or medical intervention was associated with this incident.